Event description:
During an ercp procedure, the physician used a wilson-cook web ii memory double lumen extraction basket. During system preparation, the basket extended from the outer sheath as expected. The extraction basket was advanced through the endoscope. When extension of the basket was attempted a second time, resistance was encountered. When pressure was applied to the handle assembly, the inner drive wire punctured the outer sheath near the proximal end of the device. The device was removed and the procedure was completed with another extraction device. Completion of the procedure was described by the initial reporter as difficult due to the pt's condition. The condition of the pt post procedure was reported as stable. An injury to the user did not occur.